Event description:
The customer reported that the paddle set failed to discharge.

Manufacturer narrative:
The hospital biomed performed a limited evaluation of the paddle set at the customer site. The available information is most consistent with this failure being a malfunction of the external paddle sternum discharge switch. No evaluation of the paddle set by phillips was possible as the paddle set was scrapped.